Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500¿s to approximately 650 mg/dl; cause was not known. Reportedly customer was currently admitted to the hospital due to an unrelated issue. A correction bolus was delivered to address bg. Ultimately, the customer reverted to an alternate form of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.